Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer¿s next of kin informed that the customer experienced hypoglycemia and fell down potentially due to low blood glucose. The blood glucose value at the time of the event was 40 mg/dl. The customer was assisted and provided with glucose intake, discontinued use of the insulin pump, called emergency services, and was hospitalized for greater than 24 hours for further treatment and was discharged the following day from the hospital. The customer¿s next of kin also informed that the customer had passed away. The primary cause of death was unknown. It was also alleged that the insulin pump was over-delivering insulin. The event involved product(s) mmt-1886. Troubleshooting was performed for the hypoglycemic event, and it was unknown whether the customer had been using the insulin pump within 48 hours of the reported event, and it was unknown whether the auto mode feature was active at the time of the event. The product mmt-1886 was not returned for analysis.